Event description:
It was reported that the customer had an infusion set attached to him and was hospitalized on (B)(6) 2015 due to a diabetic ketoacidosis. He noticed the infusion set was dislodged and attached to his underwear. The customer had a stomach virus and was very ill. He also had diarrhea. His blood glucose level was 500 mg/dl. In the hospital they administered insulin drip and saline. They also administered zofran and zanteck for his stomach through IV. He was wearing his insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.